Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 1/10/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak repair suture got stuck after shutting it through the anchor. The suture was cut out and the anchor was left implanted. This was discovered during a procedure on (B)(6) 2023. Additional information received on 1/11/2023: this was discovered during a labral repair procedure and completed using another ar-3636 knotless fibertak. Nothing broke off inside the patient.